Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced sensor glucose versus blood glucose differences with threshold suspend. His sensor glucose was 60 and blood glucose was 140 mg/dl. The customer was advised that his blood glucose and sensor glucose were not within acceptable range. His cannula was not bent but after removing the sensor, the customer said the site began to bleed. The sensor will be replaced for analysis.